Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right atrial (ra) lead had an infection. A revision was performed and the ra lead was explanted. As per email to the field representative, the patient was hospitalized pre and post procedure and a new subcutaneous implantable cardioverter defibrillator (s-ICD) was implanted. There were no additional adverse patient effects reported.